Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was a breach in aseptic technique. Beginning on the date of the onset of the peritonitis event, the patient was treated with an unknown antibiotic (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. It was unknown when antibiotic therapy was discontinued. The cause of death was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was not recovered from the peritonitis event prior to death. It was unknown if an autopsy was performed. Dianeal therapy was reported to be ongoing during the peritonitis event, but on an unknown date, dianeal therapy may have been stopped and hemodialysis therapy started. It was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.